Event description:
The company representative reported that the insulin pump had an error alarm. The insulin pump's internal power source was unable to charge and is only working on aa batteries. This event had occurred 3 to 4 times in the last few hours. A low battery alarm was received right before the error alarm. The customer's blood glucose reading was 11 mmol/l. The customer has had to change the battery three times since the first alarm. The insulin pump will need to be replaced. The customer will revert back to their old insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.